Event description:
Customer reported that on (B)(6) 2013 at 10:00 am, upon awakening she felt dizzy and was incoherent. Customer's husband attempted to perform a test using her adc blood glucose meter, but discovered the device would turn on when the button was pressed, but not with test strip insertion. Customer further reported her husband administered a glucagon injection, which resulted in her symptoms being relieved. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (45001j321) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (45001j321) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been returned and an investigation utilizing the returned meter, retained test strip lot no: 4500161498 and retained calibration bar revealed the complaint was not confirmed. During the investigation the meter and strip port were disassembled and a blockage of hair fibers was found in the strip port. All pertinent information available to abbott diabetes care has been submitted.